Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tubing cracked by one of the two lumens/ports, leaking IV fluids. PICC was inserted on (B)(6) 2025. The PICC was removed immediately by the physician.